Manufacturer narrative:
An operational off label application was noted. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the closed reduction of patient's left hip on (B)(6) 2010. In reporting a revision of patient's left hip on (B)(6) 2018, rep supplied operative reports which indicated a hip revision in (B)(6) 2010 in which a stryker liner was cemented in an existing shell and a competitor head were implanted. On (B)(6) 2010, patient dislocated. As reported in the operative report: "patient heard grinding, felt a pop and was unable to walk. X-rays showed a posterior dislocated left total hip replacement". Closed reduction was performed with a note that concentric reduction was not possible.

Event description:
This pi is for the closed reduction of patient's left hip on (B)(6) 2010. In reporting a revision of patient's left hip on (B)(6) 2018, rep supplied operative reports which indicated a hip revision in (B)(6) 2010 in which a stryker liner was cemented in an existing shell and a competitor head were implanted. On (B)(6) 2010, patient dislocated. As reported in the operative report: "patient heard grinding, felt a pop and was unable to walk. X-rays showed a posterior dislocated left total hip replacement". Closed reduction was performed with a note that concentric reduction was not possible.

Manufacturer narrative:
An event regarding dislocation involving an unknown liner was reported. A review by a clinical consultant confirmed dislocation and disassociation. Device evaluation and results: not performed as the device was not returned for evaluation. A review by a clinical consultant indicated: cementation of a new stryker x3 liner in an existing depuy cup shell during a prior revision surgery is associated with suboptimal liner fixation in the shell contributing to dislocation or the impossibility of reduction of same as caused by disassociation of the liner from the shell. Does the review identify any procedural related factors that contributed to the event? Cementation of a new stryker x3 liner in an existing depuy cup shell has contributed to suboptimal liner fixation causing disassociation of the liner from the shell requiring revision surgery after a failed attempt at closed reduction (this reported event). Does the review identify any patient related factors that contributed to the event? Revision surgery carries a higher dislocation risk than primary arthroplasty. Does the review identify any device related factors that caused or contributed to the adverse event? No device-related factors are associated with any of the implanted devices. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. A review by a clinical consultant concluded: "cementation of a new stryker x3 liner in an existing depuy cup shell during a prior revision surgery is associated with suboptimal liner fixation in the shell contributing to dislocation or the impossibility of reduction of same as caused by disassociation of the liner from the shell." No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.